Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-30, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the device was not working. The patient did not have a remote. A manufacturer representative (rep) told the patient that the device was off. It was reported that the patient felt burning like the device was still on. There was a report that the patient was in a psychiatric facility since (B)(6) 2015. The patient reported that a healthcare provider (hcp) did an x-ray and said the device looked fine. The patient disagreed and wanted to have their device checked. It was reported that the patient noticed after the CT scan, the leads were hot and they had burn marks on their skin. Relevant medical history includes non-malignant pain and chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.